Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). Moreover, the battery depletion was likely due to increased in current drain from left ventricular (lv) lead which was requiring chronically high output. The device was explanted, and the patient was treated with antibiotics intravenously. No additional adverse patient effects were reported.